Manufacturer narrative:
(B)(4). Retainer ring = black ,the pump was returned for cosmetic damage located at the keypad overlay found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: keypad overlay cracked, keypad overlay stained and keypad overlay pillowing. Cosmetic damage was confirmed at the keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had cracked middle button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.